Event description:
A pt underwent a therapeutic procedure for treatment of a gi bleed in the stomach. The clip from the resolution clip device did not close properly. One of the jaws of the clip had a poor bite on the tissue at the intended site. The procedure was successfully completed with another of the same devie. The pt did not sustain any complications or ill affect as a result of the clip issue.